Event description:
The patient's right hip was being revised due to a loose cup.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding shell loosening involving a trident shell was reported. The event was not confirmed. Method & results: a visual, functional and dimensional inspection was not performed as the device was not returned. Insufficient information was received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Investigations have been conducted on individual product complaints which reported loosening, or poor fixation of trident hemispherical and peripheral self locking (psl) shells. Per our corrective action/preventive action policy and procedures stryker orthopaedics conducted an investigation to evaluate reports of shell loosening involving trident hemispherical and psl acetabular shells. An analysis of the overall complaint data is documented in the CAPA system. The root cause analysis conducted as part of CAPA determined the root cause of the trident shell loosening is failure to achieve initial biological fixation due to inadequate execution of the recommended surgical technique. Specifically, surgeons were not adequately executing the correct reaming technique required for the preparation of the acetabulum. Further information such as return of device, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available, this investigation will be reopened.

Event description:
The patient's right hip was being revised due to a loose cup.